Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics discovered high impedances in one contact. As a result, patient underwent surgical intervention wherein the lead was explanted and replaced, which addressed the issue.

Manufacturer narrative:
Date of event is estimated.